Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2023. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was requested, but unavailable: contact with the sales via phone today, no further information available for below questions. How many patients experience blood loss? Please open one file for each patient. Please describe failure of the skin suturing. Was the procedure completed successfully? Name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the needle piece remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2023. The following additional information was received: after investigation, the patient's specific gender and age were unknown. The patient underwent surgery on (B)(6) 2022 (the specific patient's diagnosis and surgical name were unknown). The operator used the w9915 for skin sewing in the way of interrupted suturing. The needle tip breakage occurred during the sewing (the specific needle breakage length was unknown). The operator immediately looked for the broken needle and found it. The integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (the specific product information was unknown) was replaced to complete the skin sewing. The event led to an increase in the patient's blood loss (exact increase volume unknown) and a prolonged in procedure (exact extension unknown). No subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients experience blood loss? Please open one file for each patient. Please describe failure of the skin suturing. Was the procedure completed successfully? Name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the needle piece remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments?

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. The needle broke when sewing in surgery ,which led to the failure of skin suturing, causing blood loss of patients. Changed another one to complete the surgery. Additional information was requested.